Event description:
It was reported that there was high lv (left ventricular) threshold and intermittent lv capture. It was also reported that there was unexpected longevity and the device was at eri (elective replacement indicator). The device was explanted and replaced, and the lv lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6944 lead implanted: (B)(6) 2008; 4574 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was further reported that the lv (left ventricular) lead pacing was turned off.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high.